Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a visceral surgery, the tube's thread broke. Device was in contact with the patient, no patient injury reported, and the event lead to one-hour surgical delay. Additional information was requested and the following was received on september 5, 2016: one-hour surgical delay is considered a significant increase in relation to the surgery time. The procedure was completed with a replacement device.

Manufacturer narrative:
Additional information received on september 22, 2016: name of healthcare facility -(B)(6). Integra has completed their internal investigation on september 30, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the thread on distal part of the tube is broken. The broken part was not returned but there is no risk of fragment because this part was screwed on the insert during use. The assembling with handle n°1185 is possible but the assembling with insert n°584 is not compliant with the final functional control. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the thread was probably broken during an attempt to disassemble the tube from an insert, using too much force.